Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices, using the pre-close technique with an 8f sheath prior to a transcatheter endovascular aneurysm repair procedure. Reportedly sutures of two of the three proglide devices were successfully preplaced. When the proglide plunger was removed on the third device, the suture was missing. The physician had intended to use three devices; however, following the malfunction, an additional device was not placed. The sheath was upsized to 18f and the tevar procedure was completed. The successfully pre-placed sutures of the two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.